Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals did not roll properly ad remained in the loading device. A third heartstring iii seal did not deploy into the aorta. A fourth replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the products in question.

Manufacturer narrative:
Since the device are not available to be returned to us, technical eval cannot be performed. Per our standard (B)(4), all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).